Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted and temporary pacing was utilized until system replacement four days later. No further patient complications have been reported as a result of this event.